Event description:
It was reported that customer experience a low blood glucose (bg) that ranged from 50-60 mg/dl. The customer ate to treat low bg. The customer alleged that pump was delivering insulin without any interaction from customer. Reportedly, the customer observed a fill estimate of 180 units; however, observed 130 units when the customer extracted insulin out of the cartridge. The customer declined to upload pump data logs for a log review to be performed. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer experience a low blood glucose (bg) that ranged from 50-60 mg/dl. The customer ate to treat low bg. The customer alleged that pump was delivering insulin on without any interaction from customer. Reportedly, the customer observed a fill estimate of 180 units; however, observed 130 units when the customer extracted insulin out of the cartridge. The customer declined to upload pump data logs for a log review to be performed. Reportedly, customer reverted to manual injections for insulin therapy.